Event description:
Medtronic received information regarding an imaging system being used for a procedure. It was reported that imaging acquisition system(ias) would not open once closed. During case, it wouldn't open with patient inside. Had to use crank to open it. System was rebooted but issue still unresolved. No further information available. Additional information received, stating that the issue occurred intra-operatively, following the ias spin. A prone cervical fusion (pcdf) was being performed. There was no impact to the patient however there was a delay in time to the procedure. After diagnosing the problem and opening the ias, a total of approximately 20 minutes was added onto the case.

Manufacturer narrative:
(H3,h6): manufacturing representative(rep) went to the site to test the system, could not reproduce any issues. Performed full motion calibration. Rep suspect the gantry got caught up during closing and just needed gantry pin to be lined back up. All testing passed. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000199. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.